Manufacturer narrative:
(B)(6).

Event description:
It was reported that a rotawire separation occurred. The target lesion was located in the severely calcified left circumflex artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed with the 1.50mm rotalink plus and then removed outside the body. Then, the physician tried to manipulate the rotawire but the tip would not move. Consequently, the wire was pulled slightly but the same issue occurred. The physician then noticed that the rotawire became separated in the guiding catheter. Apposition was performed inside the guiding catheter using a balloon catheter and removal was performed successfully. Since the issue occurred after ablation was completed, procedure was performed as usual using the usual guiding catheter. No patient complications were reported.

Event description:
It was reported that a rotawire separation occurred. The target lesion was located in the severely calcified left circumflex artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed with the 1.50mm rotalink plus and then removed outside the body. Then, the physician tried to manipulate the rotawire but the tip would not move. Consequently, the wire was pulled slightly but the same issue occurred. The physician then noticed that the rotawire became separated in the guiding catheter. Apposition was performed inside the guiding catheter using a balloon catheter and removal was performed successfully. Since the issue occurred after ablation was completed, procedure was performed as usual using the usual guiding catheter. No patient complications were reported. It was further reported that the target lesion was 10mm long. During the procedure, ablation was performed five times at a speed of 210,000rpm with a duration of 30 seconds in 4 sets. It was noted that the maximum speed decrease was 10,000rpm. The device was fully removed from the patient's body and the patient was stable and good post procedure.

Manufacturer narrative:
E1. (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection of the returned guidewire showed it was broken; the proximal section measured approximately at 321.5cm from the proximal end; the distal section measured approximately 9cm from the distal end. The returned guidewire had the distal tip bent approximately at 1cm from the distal end. The body was kinked approximately at 5 cm from the proximal end. No more damages were encountered in the device. Dimensional inspection of the overall length could not be performed due to device condition. The outer diameter (od) of distal tip, middle and proximal section of the device were within specification.